Event description:
Allegations of atypical connective tissue disease, atypical rheumatic syndrome, arthralgias, myalgias, chronic fatigue, neurological symptoms, sleep disturbances, easy bruising and burning chest/breast pain.